Manufacturer narrative:
(B)(4). The device history review the product hemolok ml clips 6/cart 84/box lot# 73j2100026 investigation did not show issues related to the complaint.

Event description:
When ligating a clip the user found a green fragment was adhered to the clip. He/she immediately removed and discarded the fragment. When removing it, he/she once dropped it in the cavity but picked it up. The user would like us to investigate whether the fragment is part of the cartridge or a foreign material had been adhered to the clip from the beginning. Additional information: the issue occurred during a laparoscopic transverse colectomy.

Manufacturer narrative:
(B)(4). The customer returned one cartridge of 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with no clips remaining. The cartridge was visually examined with and without magnification. Visual examination of the returned sample revealed that the empty slots in the cartridge had multiple scrape marks. Biological material was also observed on the cartridge. It appears that when the user went to load a clip into the applier, the applier scraped a piece of material off the cartridge. The damage to the cartridge is consistent with improper loading of the clips or using damaged/misaligned appliers. The applier was not returned. Therefore, unintentional user error appears to have caused or contributed to this issue. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time since the damage observed to the cartridge indicates that unintentional user error caused or contributed to this event. The reported defect of "broken/detached parts - cartridge" was confirmed based on the returned sample. Visual examination of the returned sample revealed that the empty slots in the cartridge had multiple scrape marks. It appears that when the user went to load a clip into the applier, the applier scraped a piece of material off the cartridge. The damage to the cartridge is consistent with improper loading of the clips or using damaged/misaligned appliers. The applier was not returned. Therefore, unintentional user error appears to have caused or contributed to this issue.

Event description:
When ligating a clip the user found a green fragment was adhered to the clip. He/she immediately removed and discarded the fragment. When removing it, he/she once dropped it in the cavity but picked it up. The user would like us to investigate whether the fragment is part of the cartridge or a foreign material had been adhered to the clip from the beginning. Additional information: the issue occurred during a laparoscopic transverse colectomy.